Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to high risk for dvt (deep vein thrombosis) and possible pulmonary embolism. Patient is alleging migration, vena cava perforation, fracture, and filter strut located in the right atrioventricular groove in the epicardial space. The following information was also further alleged: "heart failure; loss of right kidney; fragment on heart could move anytime; pain almost all time; dark fluid around right kidney; loss of enjoyment of life; loss of most of my mobility; have to depend on my family and friends; and I have to depend on medication and diet to live." And limitations on "walking, almost all activities, shortness of breath, my housework, driving or riding long distance, enjoying life, sleeping (pain)." An unsuccessful percutaneous retrieval attempt also reportedly occurred on (B)(6) 2018. It was reported that the reason for the retrieval was "perforation of many filter struts and broken strut fragment." Per a report from CT (computed tomography) dated on (B)(6) 2018, "curvilinear high attenuation object extending from the right atrioventricular groove to the pericardium, favored to reflect an embolized inferior vena cava strut." Per a retrieval report dated on (B)(6) 2018, "the filter struts appear to be projecting outside the caval wall." "No significant thrombus identified within the inferior vena cava filter on initial contrast cavography. Successful retrieval of the right common femoral vein broken ivc filter strut with no complication. Complex retrieval of inferior vena cava filter (cook [celect] filter). Evidence of a broken 12th strut located in the right side of the heart. Since the exact location of the strut within the right heart is not known (although we know that it was in the at least a week ago based on CT venogram on (B)(6) 2018), a cardiac cta is recommended to further evaluate the location. No attempt at retrieving this strut was made. No evidence of contrast extravasation on post retrieval inferior venacavography" per a report from CT dated on (B)(6) 2018, "18 mm metallic fragment in the right atrioventricular groove, in close approximation to the midportion of the right coronary artery without evidence of vascular injury. I suspect that most, if not all of it, lies in the epicardial space. No associated hematoma." Per a report from xray dated on (B)(6) 2018, "ivc filter is incompletely evaluated in this study." "Linear radiopaque structure about 2.1 cm in length is present anterior to the right hip, and may represent a dislodged piece of the ivc filter. Further evaluation with CT or ultrasound may be useful to confirm." Per a report from CT (computed tomography) dated on (B)(6) 2018, "ivc filter with tip at the renal vein confluence and multiple strands extending the lumen, one of which extends into the duodenum. Additional broken strut fragment measuring 1.8 cm is located at the junction of the right external iliac and common femoral veins, although without associated thrombus or stenosis. The remainder of the venous system is unremarkable, with no evidence of thrombus, extrinsic compression, or stenosis." Per a retrieval note dated on (B)(6) 2018, "retrieval of filter strut from the right cfv followed by groin sheath venogram" "note is made of one of small struts from the filter to be located in the right side of heart. After further review of cta, the strut was there on that exam."

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2009. The patient alleges to have been injured without further explanation.